Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 38-year-old female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within both proximal portion of fallopian tube are tan, metallic, coiled, essure devices') in a 38-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia and pelvic pain. In 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information added. Event medical device removal updated to event embedded within both proximal portion of fallopian tube are tan, metallic, coiled, essure devices. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.